Manufacturer narrative:
.

Event description:
The hcp reported, that the patient's catheter dislodged and bent around the v-wing. The patient's catheter was replaced. No patient symptoms or outcome was reported.